Event description:
It was reported that this inflatable penile prosthesis was removed as it would not cycle due to fluid loss from the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.